Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the dorsalis pedis artery. A 300cm angled tip v-14 controlwire was advanced to cross the lesion. However, while advancing the wire, the wire tip was twisted up and sheared off inside the patient. Numerous attempts were made to snare and retrieve the 3mm sheared portion of the wire but failed. The physician ended up ballooning the detached tip that was left behind inside the patient down near the ankle and the procedure was completed. No further patient complications were reported and the patient's status was fine.